Event description:
On (B)(6) 2015, abbott point of care (apoc) was contacted by a customer regarding I-stat chem8+ cartridges that yielded a suspected discrepant potassium result of 6.5 mmol/l on a (B)(6) female patient sample. There was no additional patient information available at the time of this report. Method:I-stat, time: unk, k: 6.5 mmol/l, sample: a. I-stat, unk, 3.9 mmol/l, a, comments: immediately retest. There were no injuries associated with this event. The customer stated that the repeated sample was thoroughly mixed prior to re-testing. Although not yet confirmed, based on the information available apoc believes improper sample handling is a potential factor for the result of 6.5 mmol/l. The investigation is underway.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The investigation was completed on 06/10/2015. Retain and returned product was tested and are functioning according to specification.